Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
It was reported to philips that a unit had a battery fault error. The device did not have patient involvement at the time the issue was discovered. There was no patient or user harm reported. An authorized service personnel evaluated the device. Error code consistent with check vent: battery failed occurrence was confirmed. The battery was replaced to resolve the reported issue and unit returned to functionality.